Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the sales rep (B)(4), a little piece bubbled up and broke off. The failure(s) identified in the investigation is consistent with the complaint record. Although, there was no physical evidence of the alleged claim found during visual inspection and no observable defect parts at the tip. Based on the reported condition provided by the sales rep. A possibility of excess glue on top of the ceramic and potentially breaking off during use which may have contributed to the alleged claim. The probable root cause/s for the reported condition could be during assembly the cleaning and wiping instruction of the excess glue after applying was not performed. Also an excess force applied to the probe will contribute to the excess glue detachment, and protective measure such as in process inspections. Since the excess glue condition was confirmed to be a result of the manufacturing related issue. When used in a joint the excess glue provides no additional harms to the patient.

Event description:
It was reported that residual glue broke off inside the patient. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that residual glue broke off inside the patient. All pieces were retrieved.